Manufacturer narrative:
Additional information was added: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer of clearlink system continu-flo solution set would not disconnect. The event was further described as ¿when trying to disconnect the fluids, the connecting PICC at the end of the fluid line was stuck inside the connecting part of the port line¿. The tubing then ¿broke at the end, leaving a small piece of plastic tubing from the fluid tubing in the end of the port tubing¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.